Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic cutting knives were found to be dull. Details of procedure and patient harm was not reported. Additional details has been requested and none received till date. Additional information received reporting that surgery was completed with alternative product and there was no patient harm.

Manufacturer narrative:
Six unopened safety sideport knives in bp trays in blisters were received for the report of dull blades. Samples were visually inspected and found to be conforming. Functional penetration testing was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The returned unopened samples were found to be conforming, therefore dull blades as described in the complaint was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The unopened samples were found conforming; however because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of dull blades; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo given by the customer was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).